Event description:
Account alleged that the head, knee and head hi/low all drifted down. Then the bed went into chair and then into trendelenburg.

Manufacturer narrative:
Tech tested the bed in every possible position and also placed 350 lbs of weight on the unit for approx four weeks and could not duplicate the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.